Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During a preventative maintenance, it was observed that one of the connectors on the network interface card was not functioning. There was no adverse consequence to the pt as a result of this event.